Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 595 mg/dl and a ketone level of 46-47 mg/dl; cause was not known. Reportedly, customer injected 18 units of insulin with an insulin pen to address bg level. A system check was performed and pump functioned as intended.